Event description:
During a well-child clinic visit, the physician ordered blood tests including a hemoglobin (in-clinic). The child's blood was drawn by a medical assistant (ma) via finger stick/capillary microtainer(scoop), filled to approximately 650 microliters. The ma proceeded to test the sample in the clinic's automated hematology analyzer (sysmex xs-1000i). The child's hemoglobin result was 8.9. Rather than running just a hemoglobin again, the doctor ordered a cbc/diff (which includes the hemoglobin). The ma proceeded to re-run the same blood sample on the sysmex analyzer with the new order. The ma encountered an analyzer error issue - aspiration error. The analyzer prompted the ma to try again, then there was an rbc error that prompted the ma through a rinse process. (Note: the sample was not in the analyzer during this process). The ma tried to re-run the sample again after the rinse process was completed. The rbc error returned again with the same prompts. The ma removed the blood sample out from the analyzer and called a sysmex technician. The technician had the ma perform a bleach rinse in the rbc filter/chamber as apparently they get clogged. After the rinse did not work, the sysmex technician told the ma they would have to send a technician to the clinic to service the machine. The ma proceeded to send out the specimen to the main reference lab at the hospital. The next day, the ma received a phone call from the hospital laboratory supervisor that the lab ran the specimen sent from the clinic and the hemoglobin was 4.6 which is a critical hemoglobin. The clinic's on-call physician received the results and contacted the child's parents/guardians to bring the child to an emergency department immediately. At this ed visit, the hemoglobin was redrawn/run and was normal. Follow up on analyzer: the hospital's lab supervisor asked for confirmation that the specimen the clinic sent to the hospital lab was the same sample that the ma used to do the testing in-clinic. The supervisor reported that sample was really full, especially considering all the testing that had been done on it. The clinic ma became concerned that this blood specimen had been contaminated by the analyzer. Possible root cause: when the analyzer tried to do the rinse, it could not expel all the fluid when the rbc filter was plugged and then when the sample was run, the left over fluid was expelled into the patient sample. The ma contacted sysmex to discuss if this could indeed occur and they will investigate. The service report from sysmex indicates "rbc/hgb ch error. The technician cleaned the filter for wbc and rbc drain and found the rbc drain plugged with a blood clot. Filter replaced. Root cause: plugged filter.